Manufacturer narrative:
D9: product received date 9/24/2024. H3: one device was returned for repair. Event history reviewed and confirmed several instances of ¿cassette latch was opened¿ followed immediately by ¿high alarm displayed: cassette detached¿ alarm. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Performed visual inspection and functional testing. Latch lock mechanism failed the 50ml cassette drop test. Replaced latch lock mechanism and latch lock flex sensor. Confirmed repair with visual inspection and functional testing. Probable cause was a defective latch lock mechanism. Device passed all test criteria. Software is up to date.

Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device had cassette detached error. The product fault occurred during testing. There was no patient involvement, and no patient harm/adverse event reported.